Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer reported blood glucose level was "high" on the continuous glucose monitor. Elevated bg was address by correction bolus. Customer went to the emergency room on (B)(6) 2022 due to elevated bg of ¿about 500 mg/dl¿. Customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the emergency room on (B)(6) 2022. Reported the customer was performing the air removal step twice and reusing insulin. Clinical support informed the customer that performing the air removal step twice and reusing insulin was off label per the tandem user guide. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: residual insulin remaining in the cartridge is unusable.